Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient sustained a liver injury. The injury occurred while the surgeon was retracting the liver with a prograsp forceps instrument and clutching the endoscope to readjust. The customer indicated that the prograsp forceps instrument released unexpectedly, resulting with a puncture wound to the liver. Cautery was applied to the site of the liver injury with the permanent cautery hook instrument to control the bleeding. The blood loss volume associated with the complication is unknown. Irrigation was applied to the site, and hemostasis was confirmed. Surgicel powder was also applied to the liver prior to undocking the robot. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse reviewed the logs and identified an error pointing to the left pedal set, indicating that the camera pedal was released while it was still being pressed. The customer reported that the error had occurred during a power cycle. The fse was unable to reproduce the customer reported issue on the affected console or the error pointing to the left pedal site. The fse replaced the foot tray to rule out intermittent connecting issues. The fse tested the system and verified that it was ready for use. Intuitive surgical inc. (Isi) received the footrest associated with this complaint. Failure analysis could not reproduce the reported issue with the footrest but was able to confirm the error/fault via system logs. The error indicated the foot tray's position sensor had malfunctioned. Upon visual inspection, no issue was found that would be related to the complaint. The unit was installed onto a test system along with a camera instrument to test the functionality of the camera pedal. The camera pedal was tested/pressed multiple times and no issues were found. The camera pedal worked as expected. Ten power cycles were performed on the system but the error pointing to the left pedal set did not trigger. The unit was found to be functional.